Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that droplets of liquid were observed inside of the clear packaging of a filled large volume folfusor, indicating a potential leak. This occurred after the device was filled with fluorouracil. The reporter stated that no issues were noticed with the device prior to it being placed in the packaging. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation with approximately 230 ml of solution in its bladder. Visual inspection found no evidence of leakage. A functional leak test was then performed by filling the unit with colored water, allowing it to flow, and observing it for issues; no evidence of leakage was identified. The reported condition was unable to be verified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.